Manufacturer narrative:
Mitek is at this point in time in the investigative mode. When all that can be had, is had and evaluated, the results of the investigation will be the subject matter of the follow-up report.

Event description:
Report received through e-mail chain from the surgeon to the mitek rep and through the marketing and quality departments. The surgeon states that he had performed a shoulder repair with the use of 4 lupines on a female patient in 2008. At some time subsequent to the surgery (not defined), it was some how decided that a CT scan of the patient's repaired shoulder was in order (reason for this action not defined). Also see mdrs 1221934-2009-00018, 1221934-2009-00019 and 1221934-2009-00021.